Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported to the emergency room (ER) via ambulance after fainting. Customer had a blood glucose (bg) level of 79 mg/dl; cause was not known. Customer consumed carbohydrates in an attempt to correct bg prior to fainting, and was only observed at the ER; no treatment was received. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. No issues were identified with the pump, insulin, or infusion set. According to the user he thinks the 2 boluses he had before receiving low bg alert, could be the reason for the low bg, but this was not confirmed.